Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 219 mg/dl. Customer stated that his battery goes in and it comes up and resets the time and date. Customer also stated that two months ago, he got a motor error alarm twice. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that he was able to complete the rewind sequence. Insulin pump will need to be replaced. Customer called back after receiving the replacement pump. Customer wanted to clear his basal rates out and ship the old pump back, but it was alarming on him. Customer was assisted with clearing the alarm and changing the setting and basal rates. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked display window at the bottom right side corner, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).